Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unspecified area of the cycler set tubing during the fill phase of treatment. The patient reported receiving multiple air detected in cassette alarms during fill 1 of 4 of treatment. The patient reported that they did not see any fluid come in contact inside of the cycler. It was reported that the fluid leak onto the floor was discovered once the patient opened cycler set door after treatment was cancelled. Fluid was discovered on the external of the cycler set tubing. The source of the leak was unknown. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was unwilling to provide the catalog and lot numbers of the cycler set. The patient was advised to discontinue treatment and re-setup with all new supplies. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. Upon follow up, the pdrn could not confirm the reported event. The pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unspecified area of the cycler set tubing during the fill phase of treatment. The patient reported receiving multiple air detected in cassette alarms during fill 1 of 4 of treatment. The patient reported that they did not see any fluid come in contact inside of the cycler. It was reported that the fluid leak onto the floor was discovered once the patient opened cycler set door after treatment was cancelled. Fluid was discovered on the external of the cycler set tubing. The source of the leak was unknown. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was unwilling to provide the catalog and lot numbers of the cycler set. The patient was advised to discontinue treatment and re-setup with all new supplies. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. Upon follow up, the pdrn could not confirm the reported event. The pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.